Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient underwent CT scans and may need to undergo a revision surgery for reasons not reported.

Manufacturer narrative:
The reported event could be confirmed, based on available CT scans and medical expert opinion. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed. ¿ the tibial component shows minor anterior degenerative changes and some radiolucence. But neither loosening, nor migration can be confirmed. The pe is not visible in the CT scan directly. There is no indirect sign of loosening or migration, however. The talar component shows anteriorly some radiolucency at the component and around the peg. There is an even larger cyst adjacent to the anterior part of the component than compared to the right side. Loosening can be assumed, here. There is no clear sign of migration.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by cavities around the peg that contributed to implant loosening. As a secondary finding degenerative changes of tibial bones were also observed but this does not impact the implant. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent CT scans and may need to undergo a revision surgery for reasons not reported.